Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth and weight not reported event day and month unknown; event occurred sometime in 2013 or 2014 original awareness of event occurred sometime between (B)(6) 2017. It was determined on (B)(6) 2017 that the blade was broken and was determined to be reportable. One unknown pfna blade: part and lot are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) blade broke post-operatively. The devices were implanted on (B)(6) 2013 and the revision surgery was performed on (B)(6) 2014. All devices were removed successfully and the patient was revised to another set of pfna implants. This is report 2 of 2 for pc-(B)(4). This report is for one (1) unknown pfna blade.

Manufacturer narrative:
A product investigation was completed: on the provided x-rays a broken blade is visible, therefore the complaint is confirmed for this blade. Product was not returned and no part and lot number was provided. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An observation of varus consolidation and exitus (B)(6) 2016 due to a septic shock was noted. Concomitant device: pfna nail (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).